Event description:
Device received from (B)(6) for servicing. During servicing, it was found that the device failed the temperature test and heated up. It is unknown if the device was used during surgery. It is unknown if injury, medical intervention, or surgical delay occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. During service, the device failed the pre-repair diagnostic assessment temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).